Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflammatory disease of uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), pelvic pain ("chronic pain; severe pelvic pain"), back pain ("unspecified; low back pain") and dysmenorrhoea ("dysmenorrhea"). At the time of the report, the uterine inflammation, pelvic pain, back pain and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, pelvic pain and uterine inflammation to be related to essure. The reporter commented: patient underwent hysteroscopy on uterus; catheterization, hysterosalpingography, endometrial biopsy (results not provided). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflammatory disease of uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), pelvic pain ("chronic pain; severe pelvic pain"), back pain ("unspecified; low back pain") and dysmenorrhoea ("dysmenorrhea"). At the time of the report, the uterine inflammation, pelvic pain, back pain and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, pelvic pain and uterine inflammation to be related to essure. The reporter commented: patient underwent hysteroscopy on uterus; catheterization, hysterosalpingography, endometrial biopsy (results not provided) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.